Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator generated an error message which rendered the graphical user interface (gui) printed circuit board (pcb). The ventilator was not in use on a patient at the time of the event occurred. The service engineer inspected the device and replaced the gui pcb. The ventilator passed all tests and operated within the manufacturing specifications.